Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the circuit design change of the operational amplifier of dr board (printed circuit board) not being applied to the subject device. Thus, the phenomenon possibly occurred because the operational amplifier malfunctioned. It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When speaking with olympus technical assistance center (tac) via the phone, tac advised the customer to return the device for evaluation. The device was not returned as of date. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to reported to olympus technical assistance center (tac), the video processor displayed a bad image when connected to 180 scopes with multiple maj-1430 cables. There were no reports of patient harm associated with this event.